Event description:
Revision a yr or more post operatively due to activity related to thigh pain.

Manufacturer narrative:
Explanted devices were not returned to MFR for eval. Surgeon noted that the stems were well fixed and required extended trochanteric osteotomies for removal.